Manufacturer narrative:
The field service engineer checked the analyzer. He determined that a washing unit was not working properly and found a damaged tube. He changed the tube and adjusted the flow rate for washing cuvettes. Verification tests were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the phos2 (phosphate (inorganic) ver.2) assay on a cobas 8000 c 701 module. The sample initially resulted in a phos2 value of 11.320 mg/dl. The sample was repeated on a second analyzer resulting in a phos2 value of 5.383 mg/dl. No questionable result was reported outside of the laboratory. The phos2 reagent lot was 671715 with an expiration date of 31-jan-2024.